Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, dissection occurred. The physician predilated the right coronary artery (rca) with a 2.50x15mm maverick balloon. Following predilation, the physician noted that there was a dissection in the rca. The physician treated the dissection with a 3.5x16mm taxus express2 drug eluting stent. The physician then attempted to cross the 3.50x16mm taxus stent with a 3.50x20mm taxus stent, but was unable to cross the placed taxus stent. The physician removed the 3.50x20mm taxus stent and finished the case with a 3.50x18mm non-bsc stent. Further information was requested, but has not been received.